Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device passed away immediately following implant due to electromechanical dissociation. Following lead placement and device connection, a five minute heart massage (i.e. Cardiopulmonary resuscitation) was required to resume cardiac function. It was then noted a discrepancy between heart frequency measured by an electrogram output (around 140) versus the frequency obtained with a pulse measurement (between 40 to 70). At this point the implant procedure had been completed and the pocket closed. Approximately five minutes later, heart function again ceased. Adrenaline and dobutamine were administered and cardiopulmonary resusitation performed; however, the heart failed to respond and efforts stopped after 45 minutes. No allegations that device function was a cause or a contributor in the patient's death; however, the physician stated death could have been a complication due to the anesthesia (hypoxic or anaphylactic shock), which then led to electromechanical dissociation. No autopsy was performed and no return of product is expected.